Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Before the conclusion of the procedure, fluoroscopy and transesophageal echocardiogram revealed the closure device migrated into the left ventricle. Removal of the closure device has been evaluated but not implemented. The patient was stable, and no complications were reported.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Before the conclusion of the procedure, fluoroscopy and transesophageal echocardiogram revealed the closure device migrated into the left ventricle. Removal of the closure device has been evaluated but not implemented. The patient was stable, and no complications were reported. It was further reported the closure device migrated from the left ventricle to the vasculature of the leg of the patient. After migration to the leg, the closure device was explanted.

Manufacturer narrative:
B2 outcomes attrib to adv event updatedb2 date of death updatedb5 event description updatedh6 impact code updated

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Before the conclusion of the procedure, fluoroscopy and transesophageal echocardiogram revealed the closure device migrated into the left ventricle. Removal of the closure device has been evaluated but not implemented. The patient was stable, and no complications were reported. It was further reported the closure device migrated from the left ventricle to the vasculature of the leg of the patient. After migration to the leg, the closure device was explanted. It was further reported seven (7) days post index procedure the patient died of unreported causes.